Event description:
User reported a malfunction after experiencing a fall, which led to the display of a malfunction code 13-0x20f2 that could not be reset. While it is not known whether the customer's blood glucose level exceeded 500 mg/dl, no specific blood glucose value was provided. The malfunctioning pump was still under warranty, and the customer was informed that a replacement was necessary. The customer was instructed to return the defective pump using a pre-paid label. There was no information provided regarding the backup therapy used by the customer.